Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The uploaded history files of the date of incident, on (B)(6) 2025, were analyzed. At 12:08, a vtbi therapy of 120 ml at 200 ml/h was set and started at 12:09, but was immediately interrupted by an air bubble alarm. The user opened and closed the door, selected the space line neutrapur, and purged the line at 12:10. Despite restarting the therapy at 12:11, the air bubble alarm reoccurred twice, prompting another door opening. At 12:12, the disposable was reselected and the therapy resumed without further alarms. At 12:43, a vtbi near end alarm occurred, and by 12:48 the therapy ended with kvo mode activated. At 12:49, the user confirmed the vtbi end alarm and started a new 30 ml therapy, which ended at 12:54. A final vtbi of 50 ml was set and completed at 13:08, with a total of 183.97 ml infused. Afterward, some pump settings were changed, but no further infusion was performed. The line was removed at 13:39, and the pump was turned off at 14:49. Therefore, the defect could not be confirmed based on the history files. The cause could not be comprehended. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "8700110sp direct spiked into baxter soft bag.".